Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including bench handling, power cycling, keypad functional stress testing and pacer stress testing without duplicating the report. The front enclosure was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) in cardiac arrest, the device was unable to switch modes. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.